Event description:
A user facility reported to olympus that the image was lost for a "few seconds" during a left hemicolectomy procedure. The problem occurred after 30-50 minutes from the start of the procedure. The intended procedure was completed after a 30 minute delay, using another similar device. The patient was under anesthesia during the delay. There was no adverse health effect to the patient, attributed to the delay and no patient injury associated with the event. This is report #1 of 6 due to multiple events and devices reported. Reference report patient identifiers: (B)(4) for additional reports.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no defect was found. There were no signs of cable damage and the unit passed the watertightness test. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since no defect was found during device evaluation, it is not possible to identify a root cause. However, it is possible there could be a dirty or loose connector with the customer's video processor. Olympus will continue to monitor field performance for this device.